Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted in loading a new cartridge using the correct technique, allowing the caller to successfully resume insulin therapy, resolving the issue.